Event description:
Additional information later received reported that the pump was removed by surgeon. Per the healthcare provider the cause of the patient's death was by report pe (pulmonary embolism)

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a patient who was receiving baclofen and morphine (unknown concentration and dose) via an implantable pump for chronic low back pain and spinal pain. The date of the event was approximately (B)(6) 2013. It was reported the patient experienced a sudden change in therapy. The patient followed up with the physician in (B)(6) 2013 (a couple of weeks before (B)(6)) and noticed there was pus at the incision. Instead of removing the pump, the "hcp sawed it up". The infection went undetected until the patient was paralyzed on (B)(6) 2013. The patient was brought to surgery at a hospital on (B)(6) 2013 and it was determined the patient had an infection. The infection started at the incision and then it was all over him. By the time the patient went to surgery, the infection had spread to the spinal cord and caused the patient to be paralyzed. On (B)(6) 2013, the pump was explanted. When the pump was removed, it was determined the pump was not working. The pump was disconnected and tangled and infected. The patient passed away on (B)(6) 2014 because of infection from the pump. It was indicated the death was cardiac in nature and not device related. Per a consumer the patient was hospitalized and died because of infection from the pump and indicated the death was device related. An autopsy was not performed.

Manufacturer narrative:
(B)(4) also applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the clinical notes for the patient indicated that the patient was in the ICU (intensive care unit) with shortness of breath, was intubated, had an infection and all hardware (pump components) were removed. The reporter did not have any reference to the pump not working, being disconnected or tangled or any clarity to the cause of the patient's death in their notes.